Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had oversensing during impedance measurements. The oversensing triggered right ventricular (rv) lead integrity alerts twice (rv lia false positives). The lead remains in use. No patient complications have been reported as a result of this event.